Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 28 (the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range), pump error 68 (trace pointers are invalid), pump error 49 (history pointers failed. The history pointers are corrupted), pump error 24(this alarm is generated when a power failure is detected). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported critical pump error 24,69,49 and 28. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device was returned.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No blank display or pump error 28/68/49/24 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 28/24 alarm found in the pump history file/trace. (6) pump error 68 alarms follow by pump error 49 alarms found in the pump history file/trace on 01-jul-2024 started 11:05:41 to 13:53:44. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and inside battery tube.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Blank display not confirmed. Pump error 28/24 alarm not confirmed. Pump error 68/49 alarm was confirmed due to moisture damage on the pcba 1 and inside battery tube. Cosmetic damage found on the pump case. Moisture damage found on the pcba 1 and inside battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.